Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsg2-cg, the serial number/date code and age is unknown. The user manual part number 1143190 rev k (mar-11) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that 2 of the tdxsg2-cg have the same cylinder issues. Replacement parts have been submitted. The dealer is to send the malfunctioned cylinders back for evaluation.

Event description:
Customer alleges cylinder doesn't touch the ground. No injury alleged.